Event description:
It is reported that a customer is calling reporting the sensor and the needle is stuck in the serter. The patient's blood glucose level was at 50 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in that condition due to customer returned opened and used. Complaint against sen-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.